Event description:
The following information was reported by aci sales representative; "balloon rupture during pullback. Manual compression was applied for 15 minutes." The patient was not hospitalized. Stick location: right common femoral. Vessel size: 6mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1325401) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root could not be determined.